Event description:
It was reported by service report that the height adjustment racks were bent. The customer reported that they did not know if there was nay pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Height adjustment racks.